Manufacturer narrative:
Eval summary: sample was returned for eval. The product was found to leak at the drip chamber subassembly. Visual examination of the leaking area observed delaminating at the drip chamber cap bonding joint. The defect observed is consistent with uneven solvent application.

Event description:
There was a report of an occurrence of a leak at the drip chamber of a fluid warming infusion set. No pt injury or adverse event reported.